Event description:
It was reported that the surgeon inserted the aa4203tl silicone single piece lens, before noting the haptic was broken. The lens was removed without enlarging the incision and another same model lens was implanted. There was no patient injury. This customer prefers using s competitor's injection system and it aware this is considered off label use.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic). No known consequences or impact to the patient. Break, haptic. Evaluation results: visual inspection of the returned lens showed a haptic and part of the optic was torn off and missing. There was a clear surgical residue on the lens. (B)(4).